Event description:
The customer reported a scope communication error, e226 during inspection for use involving an olympus autoclavable camera head. There was no patient involvement reported.

Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. No troubleshooting was performed. The customer informed olympus technical assistance support of the event. The device will be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.